Event description:
A 10 shiley trach tube was placed in the pt and it was obvious that a leak existed between the flange of the inner and outer cannula. The physician was contacted but he did not want to subject the pt to add'l trauma by replacing the tube. However, the pt was losing between 100cc to 150cc per breath from leakage. She remained quite restless and suffered a decrease in sp02 which required the supplementation of more oxygen and increasing the peep by 1 cwp. The next day, a #9 shiley long tube was placed and the pt's status began to improve. Tests performed: during use in the pt, suds were introduced. After the cuff was removed, the cuff was visualized. Results of the tests: there was a visible leakage of air between the flange of the inner and outer cannula. Identified cause: device failure. Other pertinent info: 12/11/97 pt is continuing to improve and her oxygen usage is down to 40%.